Event description:
During a right arm fistulagram the evercross balloon was inflated to approximately 14atms then burst. A piece of the evercross balloon was not able to be removed and was left in the pulmonary artery.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number fpr this device was unavailable.